Manufacturer narrative:
(B)(6) 2015 05:08 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
Iab inserted to replace a ruptured iab previously reported under (B)(4). No issues. All complaint details requested via email on (B)(6) 2015.avr + CABG x2 > cardiogenic shock post procedure iab > <24 hours in ICU pt. Had iab rupture > emergent iab change out over guidewire with no problems > continued cardiogenic shock unrelated to iabp > death. This complaint is for the second iab which had no malfunction. The death is being reported for this iab which was in use at the time the patient expired. Customer reported downtime was approximately 45 minutes and : "patient...did expire with the iabp in place several days after the rupture event. However I do not feel that either rupture led to any significant compromise of the patient. I believe patient died as a result of refractory cardiogenic shock."